Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient was grafted fibula and fixed at c4/7 levels after c5/6 sub-total vertebrectomy. Post-op, the grafted fibula was deviated. Patient complications were reported unknown. On (B)(6) 2016, patient underwent revision surgery where the bone graft and the plate were aligned and the screw was replaced with one size larger.